Event description:
It was reported that when using the bd pyxis¿ es server patient and order were not crossing and had database synchronization failure. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient and order messages were not crossing and had a database synchronization failure. The technical support specialist (tss) identified that the patient remained in preadmitted state and a04 occurred that is register message sent but error occurred and also an unhandled processing error occurred due to concurrent update corruption. Tss restarted the messaging services but failed. Tss informed the customer to send a01 admitted messages. Tss found the knowledge article "med es server messages not processing concurrent error" and proceeded with product support engineer for resolution. The pse confirmed fix in version 1.11.1 for the concurrent issue and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server patient and order were not crossing and had database synchronization failure. There were no delay, no adverse events or injuries reported based on this event.